Manufacturer narrative:
(B)(4).

Event description:
It was reported that partial stent deployment and stent damage occurred. The target lesion was located in the superficial femoral artery. Following the advancement of a 7fr non-bsc guide sheath and after crossing a .014 non-bsc guide wire, a 7x200x130 mm innova stent was advanced to treat the target lesion. However, upon deploying the stent, half of the stent was deployed inside sheath and half of it was deployed in the vessel but as soon as the physician pulled sheath back, the stent slid out of sheath and remained in the vessel. The distal and proximal stent radiographically appeared normal but it was noted that the center portion of the stent was elongated. The physician then completed the procedure by placing 2 stents inside the elongated portion of the previously implanted stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova stent delivery system (sds) in the deployed state with a .014¿ guidewire in the lumen. There was blood on the handle. The shaft was kinked at the nose cone. The device was taken by the r&d engineering and x-rayed for the placement of the guidewire placement in the handle. The x-ray showed that the guidewire was deformed within the handle rack slot. Upon opening the handle, the wire and inner shafts had completely collapsed (buckled) within the rack slot not allowing deployment. There was also evidence of blue residue from the rack on the inside of the handle. The stent was not received for analysis; as it was implanted in the patient per the reported event. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial stent deployment and stent damage occurred. The target lesion was located in the superficial femoral artery. Following the advancement of a 7fr non-bsc guide sheath and after crossing a .014 non-bsc guide wire, a 7x200x130 mm innova stent was advanced to treat the target lesion. However, upon deploying the stent, half of the stent was deployed inside sheath and half of it was deployed in the vessel but as soon as the physician pulled sheath back, the stent slid out of sheath and remained in the vessel. The distal and proximal stent radiographically appeared normal but it was noted that the center portion of the stent was elongated. The physician then completed the procedure by placing 2 stents inside the elongated portion of the previously implanted stent. No patient complications were reported and the patient's status was fine.